Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
During use the cuff did not inflate. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
(B)(4). The reported failure of the cuff wont inflate was verified due to a tear in the tracheal tube cuff. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process. Information has been added to the database and complaint trends will continue to be monitored.